Event description:
Per the report received from spain, edwards received notification that a valve model 3300tfx21mm was explanted at implant due to oversizing issues. Reportedly, the patient had a very small and heavily calcified native ring. The 21mm sizer was reported as fitting tight, however, due to possible mismatch with a 19mm valve, the decision was made to implant a 21mm bioprosthesis. As reported, the implant was challenging and required some force when fitting the valve, causing significant damage. The valve was finally implanted, however, there were problems while weaning the cardiopulmonary bypass (cpb) and a coronary obstruction was suspected. Thus, decision was made to restart the pump, explant the 3300tfx21mm and implant a 19mm edwards surgical valve in replacement. The patient came off bypass without problems. However, just before protamine administration, increasing bleeding was noticed resulting in re-opening of the aorta and rebuilding it with a pericardial patch. Reportedly, the trauma was likely caused by the use of forceps. Once the issue was solved, the heart beat was reestablished. Unfortunately, excessive bleeding was observed from the left ventricular outflow tract (lvot) and the patient passed away in the operating room due to hemorrhagic shock. As reported, there was no valve deficiency in either of the edwards devices.

Manufacturer narrative:
The device was not returned as there is no indication or allegation of product malfunction. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report ID: 2015691-2024-07510. This one was opened to capture the excessive bleeding coming from the left ventricular outflow tract (lvot). Added information to section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve explant at implant is typically a result of inappropriate sizing, difficulty seating, distortion of the valve, valve displacement before/after frame expansion, and/or the patients anatomy, this is not a malfunction of the device. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a device malfunction. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, procedural] factors likely caused or contributed.